Manufacturer narrative:
The insulin pump was received with cracked display window corner, battery tube threads, reservoir tube, reservoir tube lip, scratched lcd window. The insulin pump was unable to prime during prime test due to faulty force sensor resistor. The insulin pump was unable to perform the occlusion test due to prime anomaly. (B)(4).

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer's blood glucose was 500 mg/dl at the time of incident. The customer's blood glucose was 133 mg/dl at the time of incident. The customer stated that her blood glucose also reached 400 mg/dl. The customer stated that she treated her high blood glucose with the insulin pump. The customer performed troubleshooting and did not found any issues on the insulin pump. The customer was unable to perform high pressure test at the time of call due to unavailability of tubing clamp. The customer was advised that a tubing clamp will be sent. The customer mentioned that the insulin pump was dropped and had a crack on the reservoir compartment. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.